Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that screw in package was a 35mm but package read a 25mm screw. It never made contact with the pt.